Manufacturer narrative:
The device of the reported complaint was received for evaluation. Balloon did not inflate due to a rupture at the central area. The edges of latex did not appeared to match at the rupture location. Through lumen was patent without any leakage or occlusion. Catheter body was found kinked at 1cm from distal tip. No other visible damage or abnormality was observed from catheter body. Investigation is ongoing. Results of the investigation will be provided in the final report. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, the balloon of this fogarty embolectomy catheter burst. There is no allegation of patient injury. The device was received for evaluation, as per product investigation findings, balloon did not inflate due to a rupture at the central area. The edges of latex did not appeared to match at the rupture location.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. As part of the manufacturing process the units go through balloon and winding inspection process and a final inspection, where the catheter tube integrity and leaks are visually inspected. Patient demographics unable to be obtained.